Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated with a sensor glucose reading of below 80 mg/dl. The customer reported that she had received a sensor glucose reading of 150 mg/dl when the customer's actual blood glucose level was 423 mg/dl. The customer performed troubleshooting and was advised that the sensor glucose and blood glucose different was not within acceptable range. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.